Manufacturer narrative:
A field service engineer was not dispatched. The customer found tubing had become unattached at port 5 (quench; erythrolyse and stabilyse delivery) of the differential mixing chamber. She re-attached the tubing and successfully ran start up without issues. (B)(4). Customer resolved the issue.

Event description:
The customer found a leak of approximately 1 ml of blue fluid while troubleshooting the lh780 instrument for "differential pressure low" errors. The leak was contained within the unit. No erroneous results were generated in connection with the reported event.